Event description:
The customer reported that when replacing the batteries, the analyzer would not power on and started to get warm. The customer stated that the analyzer did this again when she removed and inserted batteries again. There were no allegations of patient/user harm.

Manufacturer narrative:
The analyzer was returned for investigation. Damage to the battery compartment case was discovered during investigation indicative of customer mishandling. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.